Manufacturer narrative:
Updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned with a non-stryker flow diverter. The lot number was confirmed with the packaging returned with the device and the hub. On visual inspection, the catheter shaft was broken and returned in two parts. The catheter was broken. The catheter shaft was twisted. The catheter shaft was flat/crushed. The catheter hub was intact. On functional inspection, the catheter was flushed and a 0.0265" patency mandrel was advanced through the two parts of the microcatheter without any resistance felt. The reported defect was not confirmed during analysis however, the analysis results are consistent with the event. The as analyzed catheter shaft broken/fractured during use, catheter shaft twisted, & catheter shaft flat/crushed will be assigned to the investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that resistance was felt during the procedure which may have caused the damage to the xt27 microcatheter. It can be presumed that the catheter was damaged during the procedure as force may have been applied when the resistance was felt. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject micro catheter opened in the transition between the hydrophilic part and the proximal part when advancing the flow diversion. The flow diversion partially exited through this opening and not through the natural lumen. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject micro catheter opened in the transition between the hydrophilic part and the proximal part when advancing the flow diversion. The flow diversion partially exited through this opening and not through the natural lumen. No other information is available.